Manufacturer narrative:
G5: PMA/510(k) number updated. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient who was using an external neurostimulator (ens) for urge incontinence and fecal incontinence. It was noted that the patient¿s trial started on (B)(6) 2019. It was reported that the patient believed they had an infection or uti because their urine had an odor, and they had cramping. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Event description:
Additional information received from hcp indicated that patient did have history of recurrence uti's prior to trial but was unsure of confirmed uti due to self-referral and previous medical records. The cause of the uti was indicated as unknown. It was also noted as unknown if uti was related to device or therapy. It was noted as unknown for underlying urinary dysfunction because they had no record. The hcp had no record of this uti on 3/14/19 and urine dip result was negative for infection.

Manufacturer narrative:
Review of additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.